Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to foreign matter as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that one bd vacutainer® blood transfer device holder with female luer adapter has been found experiencing containing foreign matter before use. The following has been provided by the initial reporter: black fm was on the luer connector in unopened package.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® blood transfer device holder with female luer adapter has been found experiencing containing foreign matter before use. The following has been provided by the initial reporter: black fm was on the luer connector in unopened package.